Manufacturer narrative:
Final analysis of the pump revealed no anomaly found. Final analysis of the catheter revealed non-significant indent in the seal of the sutureless connector which did not affect infusion.

Event description:
A catheter dye study was performed following a patient's fall. The study showed a leak and indicated a catheter break in the catheter track. Normal battery depletion of the patient's pump was also reported and indicated an eri at 7 months. The catheter was noted to have been replaced due to a tear in the catheter. The pump was scheduled electively so the physician opted to replace both. The patient was noted to have experienced "less than 50% therapy relief." The medication used within the system was infumorph. No additional information was available at the time of this submission.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2012. Product type: catheter: product ID 8709, lot# l55916, implanted: (B)(6) 2000, explanted: (B)(6) 2012. Product type: catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information was received from a consumer on 21-jun-2016 and it was reported that the patient "fell on his pump and crushed it."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.